Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and aligned rotor and manually opened door. Verified there were no damages to dingus and door switch. Invalidated and re-homed gantry. Verified all gantry movements. Performed system checkout. System was ready for clinical use. B01,c07,d02,g04090 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000192, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that site was unable to open the gantry while around a patient. They "pried" the doors open. Also states they did the manual door procedure but experienced resistance when opening and had to use force and later they are unable to open or close the door and hear noise from the generator, but no movement. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Please see section a for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.